Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose level. In addition, it was reported that the customer had "issues filling the cartridge." Customer declined to troubleshoot with tandem technical support.